Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml at unk mg/day) and bupivacaine (10 mg/ml at unknown mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a routine pump replacement around noon on thursday, everything seemed to be done correctly,  patient passed away thursday night.  A dye study was done to check catheter patency and catheter was not patent. It was reported that when surgeon disconnected the pump from the catheter, they did not get a good seal from the syringe. The catheter connector was replaced when good flow was confirmed. Physician aspirated 3ccs from catheter. The company representative stated 37ccs was removed from the old pump and put into the new pump. Caller stated he then bolused the correct amount over 24 minutes and the same flex programming was set. Patient was very overweight, had a history of narcotics abuse and lived alone. The estranged daughter did not want an autopsy to be done. The medical examiner said the cause of death was possibly a pulmonary embolism (pe) or oral medication overdose (od), nothing confirmed. The pump was delivering 1 mg/day of hydromorphone via flex dosing which is the same as the previous pump.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-oct-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.